Event description:
Customer reported on a bravo capsule that failed to attach. While placing the capsule, the delivery unit broke. The pt did not have any adverse effect following the procedure.

Manufacturer narrative:
No pt injury has occurred following this incident.